Event description:
It was reported "nurse was attempting to place midline and the device broke into 3 pieces." Additional information received 03.01.2022: explant date: none. A detailed description of the event: while placing midline, device broke into 3 pieces. How was the break and/or retained segment discovered? Are radiographic images available? No retained segments. Did the patient require surgery to remove the broken piece? No. Were all the missing/broken pieces retrieved and accounted for? Yes. What type of imaging was used to verify broken piece in patient? Are pictures available? No imaging needed. No patient harm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5358 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The catheter had been advanced and was not returned for evaluation. The guidewire was fully advanced. The safety mechanism was completely detached from the assembly and was received loose. Microscopic inspection of the needle shaft revealed scoring marks just distal of the flash notch. Microscopic inspection of the safety revealed a break in the red plastic ring. Following disassembly of the safety, inspection of the break in the ring revealed a granular fracture surface. Inspection of the clip revealed it to appear well-formed. The safety mechanism detachment appeared to be the result of the broken plastic ring. It could not be determined exactly when/how the break in the ring occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The scoring marks on the needle shaft suggested that forceful activation of the safety may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "nurse was attempting to place midline and the device broke into 3 pieces." Additional information received: ¿ explant date: none ¿ a detailed description of the event: while placing midline, device broke into 3 pieces. ¿ how was the break and/or retained segment discovered? Are radiographic images available? No retained segments ¿ did the patient require surgery to remove the broken piece? No ¿ were all the missing/broken pieces retrieved and accounted for? Yes ¿ what type of imaging was used to verify broken piece in patient? Are pictures available? No imaging needed ¿ no patient harm.